Manufacturer narrative:
(B)(4). Visual, dimensional and/or functional testing visual inspection shows significant damage inside the tool tip components. Metal actuation shaft broken peek plastic tool cover distal break above threads metal lock collet ID deformed photos from returned sample: broken actuation shaft - force to break metal shaft greater than 180lbf. Shaft shows some bending deformation and material elongation and yield. Handle can generate high force during tight grip. Photos from simulated testing: strong grip generate around 145lbf. To break shaft force greater than 190lbf broken peek tool cover high stress concentration and wall thickness deformation can be observed around the distal ID where failure occurred. Root cause damage during use, procedure exceeded the limitation of the current design; lifting heavy organ in short distance putting all the stress on the tool cover other remarks: proximal- distal joint. Corrective actions implemented no design corrective actions at this time. Consider updating IFU and provide warning information on certain procedures.

Event description:
When the user held the body tissue, the uterus, with the johans grasper it broke at around the middle of the tool tip. The grasper tip and shaft were removed from the patient and 5mm forceps were used instead. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product 5 mm johans grasper, lot #73e1700794 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
When the user held the body tissue, the uterus, with the johans grasper it broke at around the middle of the tool tip. The grasper tip and shaft were removed from the patient and 5 mm forceps were used instead. There was no patient injury.